Event description:
A malfunction was reported on a pump, which caused the customer's blood glucose levels to exceed the normal range, displaying as "high," though the specific value was unknown. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi) and did not require assistance from a third party. Customer support provided instructions for resetting the pump, which successfully resolved the malfunction with no recurrence of the issue, allowing the customer to continue using the pump. The customer was advised to contact support again if the malfunction reappears, which they understood and acknowledged.